Event description:
During in clinic follow-up, oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the oversensing was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.